Event description:
It was reported that they installed in the operating room a first blu select tracheostomy tube and inflated the cuff. Within 24 hours they had installed 2 of these tubes (one on july 16 and another on july 17). Both were leaking and they could not keep the pressure and have a perfect seal into the patient's trachea. They had to install a third tube (an old portex dic tube) to be able to keep a good seal and without having to re-inflate the cuff continuously. All these procedures in the first 24 hours, needed a lot from all the clinical staff and they had to administered benzodiazepin to the patient.

Manufacturer narrative:
No product returned for investigation.